Event description:
It was reported to boston scientific corporation that an advantage single handle kit was implanted (B)(6), 2008. According to the complainant, the patient experienced vaginal bleeding, nerve damage, urinary frequency, vaginal scarring, painful urination, nocturia, recurrent urinary tract infections, vaginal pain, abdominal pain and pelvic pain as a result of the implant.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.